Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during prime/delivery test due to cracked end cap. Unable to verify excessive no delivery alarm due to prime anomaly. Motor passed motor test. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.